Manufacturer narrative:
The manufacturer previously reported information alleging the device has gotten hot on numerous occasions and overheating. The patient feels like they are suffocating due to the pressure. It is reported the patient is using nose sprays and congestion medications. They feel like cotton is in their nose blocking the air. The patient has seen a doctor and believes it is getting worse. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The report incorrectly stated type of reported complaint as serious injury. This has been updated to malfunction.

Event description:
The manufacturer received information alleging the device has gotten hot on numerous occasions and overheating. The patient feels like they are suffocating due to the pressure. It is reported the patient is using nose sprays and congestion medications. They feel like cotton is in their nose blocking the air. The patient has seen a doctor and believes it is getting worse. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.